Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a bleeding lcd glass. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the customer dropped the insulin pump, which then would not turn on. The customer stated there was moisture in the display. The customer's blood glucose was 9.0 mmol/dl. He was advised to revert to a back-up plan. Nothing further was reported.